Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 3.0 x 80 mm, eccentric, de novo target lesion was located in the moderately calcified right coronary artery (rca). Rotational arthrectomy was performed with a 1.5 mm rotablator burr. The lesion was predilated with a 2.5 x 15 mm emerge balloon catheter. A 2.5 x 38 mm promus element drug eluting stent (des) was selected and advanced to treat the target lesion; however difficulty advancing the device occurred. A non-bsc catheter was advanced for support; however, while attempting to advance the 2.5 x 38 mm promus element des through the non-bsc catheter, resistance was felt. The des was removed and it was noted that some of the proximal stent struts appears slightly lifted. The procedure was completed with the implant a 2.5 x 38 mm promus element des and two 3.0 x 28 promus element des. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).